Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window. No cracked lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to fluid. The blood glucose level was 158 mg/dl at time of the event. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.